Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "the device alarmed with technical event and selftest failed at start-up." Health impact: (2) no patient involvment.

Manufacturer narrative:
The 231008 (o2 valve leak) and 231013 error messages occurred during pre-operational check and self test failed. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the log files by the local technician confirmed the issue. The root cause of the event was determined to be a defective o2 mixer assembly after replacing the o2 mixer assembly, the device was released back into use.